Event description:
Customer reported chemotherapy solution leaked at the upper fitment silicone segment portion of the tubing. There was no report of pt harm and no medical intervention was required. Customer stated that no further pt or event information is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The customer's report of the set leaking was confirmed. Functional testing was performed and leaking was observed at the nitro tubing to the upper fitment inlet port engagement. The upper fitment engagement was inspected under microscope and it was found that insufficient solvent was applied during the manufacturing process. The root cause of the leak is due to insufficient solvent being applied at the tubing engagement.